Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that refrigerator failed. A field service engineer successfully executed the proper shutdown procedures for both the helmer and the medstation. Subsequently, all devices were rebooted and are now online. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system refrigerator failed.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.